Event description:
It was reported that the pump was not delivering a bolus as intended; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. Customer¿s blood glucose (bg) level was 563 mg/dl. Customer administered a manual insulin injection to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.